Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated 3 opened/used reservoirs, performed pre-fill test to reservoir. Reservoirs passed per specification. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion no air bubbles. Evaluated 1 opened/used reservoir. Performed visual inspection and failed per specification, due to snap-cap detached from reservoir's barrel.

Event description:
Customer reported via phone call that they have bubbles in the tubing. Customer explained that their blood glucose readings were high.